Event description:
A report was received that the pt underwent a pocket revision because the ipg had flipped inside the pocket. The ipg was repositioned using the same pocket, nothing was implanted or explanted. The reason why the ipg flipped inside the pocket is unk. The pt was doing well after the procedure and is getting good coverage.